Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that the stent of this 6x79x1350 sentinol device was unable to deploy. The device was given to a bsc sales rep with a sticky note on the packaging saying "stent did not deploy". However, the condition of the device within the bag saw that the stent was deployed. Additional information was requested but not available. However, returned device analysis revealed that the stent was damaged.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with the stent deployed and the stent delivery system (sds) in the fully deployed position. The proximal end of the exterior shaft was bent approximately 5cm from the exterior hub and kinked at a location consistent with the distal end of the inner support shaft. It was noted during inspection of the sds that a crystalline substance, consistent with dried contrast media and/or saline, was present on the exposed surfaces of the device. Several of the stent struts were bent at various locations along the length of the stent and a distinct bend was present approximately 15mm from one end. The bend in the stent corresponded with an area of more severe strut damage; several struts were bent and overlapped at a location ranging from 11-17mm from one end of the stent. The exterior shaft of the sds was advanced and retracted several times from the full-distal to full-proximal positions with reasonable force, most likely due to the damage to the inner support shaft and the apparent presence of dried contrast media and/or saline. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).